Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: based on visual, microscopic, and spectroscopic examinations, the examples of surgicel 10x20cm 1902gb, lot 5342230, provided from (B)(4) were determined to be counterfeit. All aspects of the packaging and device were counterfeit. Although the device was made from oxidized regenerated cellulose (orc), the degree of oxidation was much less than surgicel, which would impact its physical properties and absorption profile. Based on prior examinations of similar counterfeit surgicel products, there is no assurance that the counterfeit product is sterile. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: on november 3, 2021 one box of product code 1902gb. And lot number 5342230 was received for evaluation. The product was decontaminated and well packaged. An investigation was conducted to compare the returned product to the released documents. The batch was also checked in the erp system. This batch does not exist. Thus, review of batch manufacturing records could not be performed. Many discrepancies were found during the investigation. A discrepancy was found at the expiry date level. Then, the pictures were compared to internal documents regarding the labeling and issues were identified with the primary and secondary packaging, product pouch, and sealing characteristics. The manufacturing site team received for evaluation six pictures of packaging box and pouch of product code 1902gb. And lot number 5342230. An investigation was conducted to compare the packaging characteristics to the released documents. The batch was also checked in the erp system. Many discrepancies were found during the investigation. A discrepancy was found at the expiry date level. Then, the pictures were compared to internal documents regarding the labeling and issues were identified with characteristics and information on the packaging. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 component code.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is there an indication of how the product was distributed? No, the request came from turkish ministry of health contact, who are performing an investigation on potential suppliers of this product. Is there any indication of the source? No, not available. Based on the packaging, is there any indication of which market the original genuine product may have come from? The product code and lot are not sold in turkey, based on traceability records. Was the device used on a patient? If so, was there any patient consequence? This information is not yet available. Is the device available to be returned for evaluation? If yes, what is the return status? The device is yet not available for return. Additional information was requested, and the following was unavailable: how was the product purchased? Investigation summary: six pictures were received for evaluation, and observed was an apparently sealed box of product code 1902gb, lot 4542230 with expiry date on 2023-09-20. The lot number was entered in system and no results were obtained from the sites responsible to produce this product; the lot number was not recognized by database of ethicon. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that suspected absorbable hemostat product was detected.